Event description:
Please note the event was modified/corrected by the study coordinators and has been determined reportable under medical device reporting regulations. It was reported the pt suffered a stroke (intracerebral/subarachnoid hemorrhage). The pt was enrolled in the study for carotid stenting. The pt is asymptomatic. The target lesion was the right proximal internal carotid artery measuring 5.5 mm in diameter by 6 mm in length with 98% stenosis present. The lesion was eccentric, circumferential with moderate calcification and no vessel tortuosity. The lesion was pre-dilated. During the catherization the angioguard rx device was placed in situ deployed. A precise stent was inserted in the vessel. However, prior to stent placement contrast was injected with a power injector (psi rate is unknown) through 6 fr shuttle guiding catheter (MFR. Cook). At this point, it was noticed that contrast leaked outside the touhy-borst connector between the injector cable and the guiding catheter and air bubbles were seen going into the pt's carotid artery. Per the procedural physician, this event was unrelated to the cordis products and was related to the procedure.

Manufacturer narrative:
Thereafter the pt experienced a behavioral change resulting in dysarthria and aphasia. The neurological deficit was sudden diagnosed by a stroke (intracerebral/subarachnoid hemorrhage). Subsequently the precise stent was placed with good results and angioguard was retrieved. Upon retrieval of the angioguard device, there was debris found in the basket. The final residual percent diameter stenosis was 0%. The pt was discharged with a 2 national institutes of health (nih) stroke scale score in 2007. Clopidogrel and aspirin medication was taken at pre procedure and discharge. It was indicated the pt withdrew consent to participate in the trial after treatment four days after the discharge date. This product will not be return for evaluation and testing. Additional info will be sent within 30 days upon receipt. This is one of two products involved in the same pt and reported under mfg number 1016427-2008-00075 and 9616099-2008-00675.